Event description:
It was reported that the right atrial (ra) lead exhibited low p wave amplitude that causing undersensing. However, the undersensing was not noted during interrogation prior to the procedure. The ra lead was explanted and replaced. The patient was stable throughout.